Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ enteral syringe with clear barrel and bd univia¿ connector had what looks like mold inside the barrel. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: two opened syringes were returned for complaint review. One syringe had a dust particle inside the syringe but outside the fluid path. The other syringe had a rubber/silicone residue from the rubber stopper inside the syringe fluid path therefore failure mode is verified. Three syringes are mentioned in the complaint, but only two samples were received. No mold was present in either of the two syringes that were provided. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: dust particle: a small piece of dust in the air either fell on an exposed syringe or empty package. Syringes have minimal time exposed to open air, as most of the machines are covered with dust covers to prevent dust from falling on product. Rubber/silicone residue: the rubber residue is from the rubber stopper and was mixed with silicone during the stopper lubing process. No damage was present on the stopper of this syringe sample, so it is unknown where exactly the loose rubber residue came from.

Event description:
It was reportedthat the bd¿ enteral syringe with clear barrel and bd univia¿ connector had what looks like mold inside the barrel. Found before use. No reports of serious injury or medical intervention noted.